Manufacturer narrative:
Follow-up received on 31-aug-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded, however, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had had essure (fallopian tube occlusion insert) inserted and experienced seizures. She was hospitalized for three weeks and was forced to miss work due to the multiple seizures she experienced. She had an x-ray taken which showed that the right essure implant had fractured. A hysterectomy was performed, removing both essure devices as well as fragments that had broken off. Seizures is unlisted in the reference safety information for essure while breakage was considered listed upon receipt of the product technical analysis. Regarding the event seizures, it started about 3 months after essure insertion. The multiple seizures started about 2 years and 1 month after insertion. Based on the pathophysiology and considering that essure has a local action at fallopian tubes, a causal relationship with suspect insert can be excluded. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage was diagnosed about 5 years and 4 months after essure insertion, however the exact date and mechanism of it were not known. Based on its nature and considering this information, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. After the implant, plaintiff began experiencing frequent severe migraines. She began having had throbbing pain in her head daily. On or about (B)(6) 2010, she began experiencing excessive bleeding during her periods. She would also suffer from severe abdominal cramping. Around this time, she also began experiencing extreme bouts of fatigue. On or about (B)(6)2011, she began suffering from seizures. She has never had a seizure before the implant. On or about (B)(6) 2011, hysterosalpingogram test confirmed full occlusion of her fallopian tubes. On or about (B)(6) 2011, she began experiencing bleeding during and after intercourse. She would also experience pain during intercourse. Plaintiff was hospitalized for three weeks and was forced to miss work in (B)(6) 2012 due to the multiple seizures she experienced during that month. In 2013, she had seizures approximately every other month. Last seizure occurred on or about (B)(6) 2015. During these seizures, plaintiff also experienced tingling in her extremities. While seeking treatment for the seizures, headaches and bleeding, and attempting to ascertain their cause, none of her doctors connected these symptoms to the essure device at the time of her treatment, but instead contributed them to stress. On or about the time of her initial treatment, she also conducted research on seizures and did not find any information about their association with essure. In (B)(6) 2016, after many complaints and doctor visits related to her symptoms, she had an x-ray taken which showed that the right essure implant had fractured. After this discovery, her primary care physician referred her to another physician to have the essure devices removed. On (B)(6) 2016, hysterectomy was performed, removing both essure devices as well as fragments that had broken off. Following the hysterectomy, most of symptoms have resolved. She also reported physical pain and emotional anguish. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had had essure (fallopian tube occlusion insert) inserted and experienced seizures. She was hospitalized for three weeks and was forced to miss work due to the multiple seizures she experienced. She had an x-ray taken which showed that the right essure implant had fractured. A hysterectomy was performed, removing both essure devices as well as fragments that had broken off. Both events are unlisted in the reference safety information for essure. Regarding the event seizures, it started about 3 months after essure insertion. The multiple seizures started about 2 years and 1 month after insertion. Based on the pathophysiology and considering that essure has a local action at fallopian tubes, a causal relationship with suspect insert can be excluded. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage was diagnosed about 5 years and 4 months after essure insertion, however the exact date and mechanism of it were not known. Based on its nature and considering this information, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure implant had fractured/ device breakage'), device dislocation ('essure coils project over the lower pelvis') and seizure ('seizures/ multiple seizures/ seizures every month/seizures') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included flank pain and obesity. Concomitant products included medroxyprogesterone acetate (depo provera), propranolol, simvastatin and topiramate. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("excessive bleeding during her periods/abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced seizure (seriousness criterion hospitalization). On (B)(6) 2011, the patient experienced headache ("throbbing pain in her head daily/migraines / headaches") and migraine ("frequent severe migraines/migraines"). On (B)(6) 2011, the patient experienced fatigue ("extreme bouts of fatigue/fatigue"). In (B)(6) 2011, the patient experienced coital bleeding ("bleeding during and after intercourse"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain"), abdominal pain ("severe abdominal cramping/abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), paraesthesia ("tingling in her extremities"), anxiety ("emotional anguish"), dizziness ("dizziness"), weight fluctuation ("weight gain/weight loss"), urinary tract disorder ("passing metal through my urine"), night sweats ("night sweat"), hot flush ("hot flashes"), loss of libido ("loss of libido") and sexual dysfunction ("sexual dysfunction"). The patient was treated with amoxicillin, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, meclozine (meclizine), topiramate (topamax) and surgery (laparoscopic total hysterectomy, bilateral salpingecectomy and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, coital bleeding, fatigue, paraesthesia, anxiety, dizziness, urinary tract disorder, night sweats, hot flush, loss of libido and sexual dysfunction outcome was unknown, the seizure, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, migraine and weight fluctuation had resolved and the headache had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, coital bleeding, device breakage, dizziness, dyspareunia, fatigue, headache, hot flush, loss of libido, menorrhagia, migraine, night sweats, paraesthesia, pelvic pain, seizure, sexual dysfunction, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she is concerned that her symptoms are related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Abdominal x-ray - on an unknown date: / right coil potentially fragmented, she passed some material from the urine that was indeterminate. Hysterosalpingogram - in (B)(6) 2011: confirmed full occlusion; on (B)(6) 2011: total bilateral occlusion. X-ray - in (B)(6) 2016: right essure fractured. X-ray of pelvis and hip - in (B)(6) 2016: essure in right side was fragmented needing further evaluation. She had abdominal flat plate, which shows breakage of one of the coils. The essure coils project over the lower pelvis. The medial aspect of the right coil appears fractured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure implant had fractured/device breakage'), device dislocation ('essure coils project over the lower pelvis') and seizure ('seizures/ multiple seizures/ seizures every month/seizures') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included flank pain. Concomitant products included medroxyprogesterone acetate (depo provera), propranolol, simvastatin and topiramate. In november 2010, the patient had essure inserted. In december 2010, the patient experienced menorrhagia ("excessive bleeding during her periods/abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced seizure (seriousness criterion hospitalization). On (B)(6) 2011, the patient experienced migraine ("frequent severe migraines/migraines") and headache ("throbbing pain in her head daily/migraines / headaches"). On (B)(6) 2011, the patient experienced fatigue ("extreme bouts of fatigue/fatigue"). In april 2011, the patient experienced coital bleeding ("bleeding during and after intercourse"). In march 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping/abdomen pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), paraesthesia ("tingling in her extremities"), pelvic pain ("physical pain/ pain"), anxiety ("emotional anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dizziness ("dizziness"), weight fluctuation ("weight gain/weight loss") and dysgeusia ("passing metal through my urine"). The patient was treated with amoxicillin, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, meclozine (meclizine), topiramate (topamax) and surgery (laparoscopic total hysterectomy, bilateral salpinjecectomy. And total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, coital bleeding, paraesthesia, anxiety, dizziness and dysgeusia outcome was unknown, the seizure, migraine, menorrhagia, abdominal pain, dyspareunia, pelvic pain, vaginal haemorrhage and weight fluctuation had resolved and the headache had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, coital bleeding, device breakage, dizziness, dysgeusia, dyspareunia, fatigue, headache, menorrhagia, migraine, paraesthesia, pelvic pain, seizure, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she is concerned that her symptoms are related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. An abdominal x-ray noted that, the right coil was noted to be potentially fragmented, she passed some material from the urine that was indeterminate. She had pelvic x-ray. Was told the essure in right side was fragmented needing further evaluation. She had abdominal flat plate, which shows breakage of one of the coils. The essure coils project over the lower pelvis. The medial aspect of the right coil appears fractured. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded,however, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : new reporter and passing metal through my urine added on (B)(6) 2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure implant had fractured/device breakage'), device dislocation ('essure coils project over the lower pelvis') and seizure ('seizures/ multiple seizures/ seizures every month/seizures') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included flank pain. Concomitant products included medroxyprogesterone acetate (depo provera), propranolol, simvastatin and topiramate. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("excessive bleeding during her periods/abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced seizure (seriousness criterion hospitalization). On (B)(6) 2011, the patient experienced migraine ("frequent severe migraines/migraines") and headache ("throbbing pain in her head daily/migraines / headaches"). On (B)(6) 2011, the patient experienced fatigue ("extreme bouts of fatigue/fatigue"). In (B)(6) 2011, the patient experienced coital bleeding ("bleeding during and after intercourse"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping/abdomen pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), paraesthesia ("tingling in her extremities"), pelvic pain ("physical pain/ pain"), anxiety ("emotional anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dizziness ("dizziness"), weight fluctuation ("weight gain/weight loss") and urinary tract disorder ("passing metal through my urine"). The patient was treated with amoxicillin, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, meclozine (meclizine), topiramate (topamax) and surgery (laparoscopic total hysterectomy, bilateral salpinjecectomy. And total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, coital bleeding, paraesthesia, anxiety, dizziness and urinary tract disorder outcome was unknown, the seizure, migraine, menorrhagia, abdominal pain, dyspareunia, pelvic pain, vaginal haemorrhage and weight fluctuation had resolved and the headache had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, coital bleeding, device breakage, dizziness, dyspareunia, fatigue, headache, menorrhagia, migraine, paraesthesia, pelvic pain, seizure, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she is concerned that her symptoms are related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. An abdominal x-ray noted that, the right coil was noted to be potentially fragmented, she passed some material from the urine that was indeterminate. She had pelvic x-ray. Was told the essure in right side was fragmented needing further evaluation. She had abdominal flat plate, which shows breakage of one of the coils. The essure coils project over the lower pelvis. The medial aspect of the right coil appears fractured. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded,however, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query. Event: dysgeusia were updated to urinary tract disorder nos . No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure implant had fractured/ device breakage'), device dislocation ('essure coils project over the lower pelvis') and seizure ('seizures/ multiple seizures/ seizures every month/seizures') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included flank pain and obesity. Concomitant products included medroxyprogesterone acetate (depo provera), propranolol, simvastatin and topiramate. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("excessive bleeding during her periods/abnormal bleeding (menorrhagia)"). On (B)(6)2011, the patient experienced seizure (seriousness criterion hospitalization). On(B)(6)2011, the patient experienced headache ("throbbing pain in her head daily/migraines / headaches") and migraine ("frequent severe migraines/migraines"). On (B)(6)2011, the patient experienced fatigue ("extreme bouts of fatigue/fatigue"). In (B)(6) 2011, the patient experienced coital bleeding ("bleeding during and after intercourse"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain"), abdominal pain ("severe abdominal cramping/abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), paraesthesia ("tingling in her extremities"), anxiety ("emotional anguish"), dizziness ("dizziness"), weight fluctuation ("weight gain/weight loss"), urinary tract disorder ("passing metal through my urine"), night sweats ("night sweat"), hot flush ("hot flashes"), loss of libido ("loss of libido") and sexual dysfunction ("sexual dysfunction"). The patient was treated with amoxicillin, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, meclozine (meclizine), topiramate (topamax) and surgery (laparoscopic total hysterectomy, bilateral salpinjecectomy. And total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, coital bleeding, fatigue, paraesthesia, anxiety, dizziness, urinary tract disorder, night sweats, hot flush, loss of libido and sexual dysfunction outcome was unknown, the seizure, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, migraine and weight fluctuation had resolved and the headache had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, coital bleeding, device breakage, dizziness, dyspareunia, fatigue, headache, hot flush, loss of libido, menorrhagia, migraine, night sweats, paraesthesia, pelvic pain, seizure, sexual dysfunction, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she is concerned that her symptoms are related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Abdominal x-ray - on an unknown date: / right coil potentially fragmented, she passed some material from the urine that was indeterminate. Hysterosalpingogram - in (B)(6) 2011: confirmed full occlusion; on (B)(6)2011: total bilateral occlusion. X-ray - in (B)(6) 2016: right essure fractured. X-ray of pelvis and hip - in (B)(6)2016: essure in right side was fragmented needing further evaluation. She had abdominal flat plate, which shows breakage of one of the coils. The essure coils project over the lower pelvis. The medial aspect of the right coil appears fractured. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded,however, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2020: fu 10 and 11 processed together. Events night sweats, hot flashes, loss of libido and sexual dysfunction were added. Reporter information was added. On(B)(6)2020: fu 10 and 11 processed together reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure implant had fractured/device breakage"), device dislocation ("essure coils project over the lower pelvis") and seizure ("seizures/ multiple seizures/ seizures every month/seizures") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included flank pain. Concomitant products included medroxyprogesterone (depo provera), paroxetine hydrochloride (paxil), propranolol, simvastatin and topiramate. In november 2010, the patient had essure inserted. In december 2010, the patient experienced menorrhagia ("excessive bleeding during her periods/abnormal bleeding (vaginal, menorrhagia)"). In february 2011, the patient experienced seizure (seriousness criterion hospitalization). In april 2011, the patient experienced coital bleeding ("bleeding during and after intercourse"). In march 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("frequent severe migraines/migraines / headaches"), headache ("throbbing pain in her head daily/migraines / headaches"), abdominal pain ("severe abdominal cramping/abdomen pain"), fatigue ("extreme bouts of fatigue/fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), paraesthesia ("tingling in her extremities"), pain ("physical pain"), anxiety ("emotional anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dizziness ("dizziness"), pelvic pain ("pain"), weight increased ("weight gain/weight loss (specify which one)") and weight decreased ("weight gain/weight loss (specify which one)"). The patient was treated with vicodin, ibuprofen, topiramate (topamax), amoxicillin, meclozine (meclizine), surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6)2016. At the time of the report, the device breakage, device dislocation, seizure, menorrhagia, abdominal pain, fatigue, coital bleeding, dyspareunia, paraesthesia, pain, anxiety, vaginal haemorrhage, dizziness, pelvic pain, weight increased and weight decreased outcome was unknown and the migraine and headache had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, coital bleeding, device breakage, dizziness, dyspareunia, fatigue, headache, menorrhagia, migraine, pain, paraesthesia, pelvic pain, seizure, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she is concerned that her symptoms are related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. An abdominal x-ray noted that, the right coil was noted to be potentially fragmented, she passed some material from the urine that was indeterminate. She had pelvic x-ray. Was told the essure in right side was fragmented needing further evaluation. She had abdominal flat plate, which shows breakage of one of the coils. The essure coils project over the lower pelvis. The medial aspect of the right coil appears fractured. *concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: seizures, headaches, migraines, device breakage, dyspareunia, abdominal pain, device dislocation quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded,however, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received. Events per pfs: dizziness, weight gain/loss, abnormal vaginal bleeding were added. Event added per mr: the essure coils project over the lowerpelvis. Patient's laboratory data was added, historical condition, concomitant medication were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure implant had fractured/device breakage"), device dislocation ("essure coils project over the lower pelvis") and seizure ("seizures/ multiple seizures/ seizures every month/seizures") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included flank pain. Concomitant products included medroxyprogesterone (depo provera), paroxetine hydrochloride (paxil), propranolol, simvastatin and topiramate. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("excessive bleeding during her periods/abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced seizure (seriousness criterion hospitalization). In (B)(6) 2011, the patient experienced coital bleeding ("bleeding during and after intercourse"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("frequent severe migraines/migraines"), headache ("throbbing pain in her head daily/migraines / headaches"), abdominal pain ("severe abdominal cramping/abdomen pain"), fatigue ("extreme bouts of fatigue/fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), paraesthesia ("tingling in her extremities"), pelvic pain ("physical pain/ pain"), anxiety ("emotional anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dizziness ("dizziness") and weight fluctuation ("weight gain/weight loss"). The patient was treated with vicodin, ibuprofen, topiramate (topamax), amoxicillin, meclozine (meclizine), surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (laparoscopic total hysterectomy, bilateral salpinjecectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, coital bleeding, paraesthesia, anxiety and dizziness outcome was unknown, the seizure, migraine, menorrhagia, abdominal pain, dyspareunia, pelvic pain, vaginal haemorrhage and weight fluctuation had resolved and the headache had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, anxiety, coital bleeding, device breakage, dizziness, dyspareunia, fatigue, headache, menorrhagia, migraine, paraesthesia, pelvic pain, seizure, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she is concerned that her symptoms are related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. An abdominal x-ray noted that, the right coil was noted to be potentially fragmented, she passed some material from the urine that was indeterminate. She had pelvic x-ray. Was told the essure in right side was fragmented needing further evaluation. She had abdominal flat plate, which shows breakage of one of the coils. The essure coils project over the lower pelvis. The medial aspect of the right coil appears fractured. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: seizures, headaches, migraines, device breakage, dyspareunia, abdominal pain, device dislocation. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded,however, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-jul-2018: pfs received:the event seizures,pain,abdominal pain,migraines,abnormal bleeding,painful sex,weight issue outcome added as recovered. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).